Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd intravascular administration set experienced component separation. Material #: unknown, batch/lot #: unknown. I am trying to get to the bottom of what is happening but it has to do with the piece we are adding to prevent the tubing from pulling out of the bag. We are having residual drug left inside